Event description:
It was reported that the patient experienced ineffective therapy and is unable to set the system into MRI mode. Impedance check revealed high impedance on the left lead. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received indicates that effective therapy was restored via reprogramming.